Event description:
Upon removal and inspection of a reperfusion catheter 032, the physician observed a small kink in the catheter shaft several centimeters from the distal end. The packaging was discarded and the lot number could not be obtained.

Manufacturer narrative:
Device investigation: there is a kink 1.6 cm from the distal tip and another kink 10.5 cm from the tip. There is an add'l kink 31 cm from the hub/shaft joint. A 0.032" mandrel was introduced into the hub and advanced 34 cm where significant friction was encountered. The mandrel continued to advance unit 10.5 cm from the distal tip, at which point the friction could not be overcome. The catheter is non-functional. Conclusion: the damage noted in the complaint is confirmed. Without the original packaging it is impossible to speculate about the causes of these kinks or where and when they may have happened.